Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA does not detach from the outer cover. The following information was provided by the initial reporter: material no. 320109, batch no. 0036223. It was reported that pen needle came away from insulin pen when removing the outer cover. Verbatim: consumer reported found 1 pen needle with issues. Placed pen needle onto the pen went to remove cover the entire pen needle came away from the pen. Informed again proper placement of non patient end onto the pen.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA does not detach from the outer cover. The following information was provided by the initial reporter: material no. 320109 batch no. 0036223. It was reported that pen needle came away from insulin pen when removing the outer cover. Verbatim: consumer reported found 1 pen needle with issues. Placed pen needle onto the pen went to remove cover the entire pen needle came away from the pen. Informed again proper placement of non patient end onto the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (9) open 8mm, 31g pen needles without the tear drop label. Customer states that the pen needle came away from insulin pen when removing the outer cover. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent the pen needle from properly attaching to a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h.10.